Event description:
A reliant stent graft balloon catheter was inserted into the patient for further expansion of an implanted aneurx stent graft. Vessel morphology is unk. It was reported that two balloons were placed distal to the iliac bifurcation and utilized to perform a kissing technique with the entire balloons inside the stent graft. Upon the first inflation approximately 5-6 cc of 75% saline 25% contrast were injected to expand the balloons when one balloon ruptured. The balloon was removed from the patient and another reliant balloon was successfully used to complete the case. The catheter was discarded and will not be returned to medtronic. No additional clinical sequelae were reported and the patient is fine.